Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('two implants were removed, due to medical reason'), uterine leiomyoma ('voluminous fibroma') and uterine enlargement ('increase in uterine volume, on the left side') in a 49-year-old female patient who had essure inserted. The patient's concurrent conditions included uterine fibromatosis, serous cystadenocarcinoma ovary, umbilical hernia and diastasis recti abdominis. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, the patient was found to have uterine leiomyoma (seriousness criterion medically significant) and experienced uterine enlargement (seriousness criterion medically significant), 6 years 10 months after insertion of essure. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal and hysterectomy was performed with left annexectomy by laparotomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, uterine leiomyoma and uterine enlargement outcome was unknown. The reporter considered medical device removal, uterine enlargement and uterine leiomyoma to be related to essure. The reporter commented: the device is available diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 30-mar-2021: quality safety evaluation of ptc a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ("two implants were removed, due to medical reason"), uterine leiomyoma ("voluminous fibroma") and uterine enlargement ("increase in uterine volume, on the left side") in a (B)(6) year-old female patient who had essure inserted. The patient's concurrent conditions included uterine fibromatosis, serous cystadenocarcinoma ovary, umbilical hernia and diastasis recti abdominis. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, the patient was found to have uterine leiomyoma (seriousness criterion medically significant) and experienced uterine enlargement (seriousness criterion medically significant), 6 years 10 months after insertion of essure. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal and hysterectomy was performed with left adnexectomy by laparotomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, uterine leiomyoma and uterine enlargement outcome was unknown. The reporter considered medical device removal, uterine enlargement and uterine leiomyoma to be related to essure. The reporter commented: the device is available diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Most recent follow-up information incorporated above includes: on 17-apr-2019: follow up (removal questionnaire) received and the following information was provided: patient information and concomitant disease updated; two implants were removed on (B)(6) 2018, due to medical reason; hysterectomy performed due to myoma, not to remove essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.